Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 400 mg/dl and diabetic ketoacidosis. Customer was treated fluids and an insulin drip. At the time of the report with tandem technical support the customer was still admitted to the hospital. Reportedly, the cause for the reported issue was due to the pump settings needing adjusting. Multiple attempts were made to follow up with the customer; however, a response was not received.